Manufacturer narrative:
(B)(4). The complaint could not be confirmed for the reported problem of patient reaction - allergic/toxic reaction. No issues were found during the sample evaluation. Nipro (manufacturer) performed a batch review and no issues were noted. A root cause could not be determined. A retained sample of the lot concerned ((B)(4)) was checked and no damage was found on the hollow fiber or header. An air leak test was performed and no leakage was found from the hollow fiber or any other place. No abnormality was found from the manufacturing records, inspection records, manufacturing process or retained sample of the lot concerned.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.this is the 2nd of 8 reports associated with this event.

Event description:
The facility director notified baxter on (B)(6) 2012 that the facility had had issues with 8 patients involving the xenium dialyzer causing air in line alarms and/or patient reactions. Approximately 45 minutes into hemodialysis therapy, the gambro machine would alarm "air in line" multiple times. Therapy was stopped as this patient became symptomatic: symptoms unknown. It is unknown what interventions were required. The patient outcome is unknown. The blood lines in use at the time of the event were grambro blood lines. Gambro has been notified of the event.

Manufacturer narrative:
(B)(4). A sample was received by the baxter product analysis lab (pal). Received 2 - xenium 170 - (B)(4) dialyzers used. This report is related to lot 11d25b. The dialyzer was disinfected with 10% bleach solution. A visual inspection was performed and no obvious defects found. Lot 11d25b was tested for leakage with underwater leak test. No leakage was found with the dialyzer. No defect was found with the dialyzer.